Manufacturer narrative:
(B)(4). (B)(6). Reporter¿s complete mailing address was not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device had a cracked housing and failed pre-test for general condition and lever and check indicator - liquid damage. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the power module device did not work well. There were no delays in the surgical procedure. It was not reported whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.